Event description:
Philips received a complaint about the v60 ventilator indicating that during initial inspection of the device, it was found that the power button was not working. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. A follow-up repair of the power management (pm) printed circuit board assembly (pcba) replacement needs to be planned for the customer. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the issue resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.